Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: device alarmed for various technical faults and failed the self test during maintenance. Failure occurs during the maintenance. No patient involvement.

Event description:
The following was reported to hamilton medical ag: device alarmed for various technical faults and failed the self test during maintenance. Failure occurs during the maintenance. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).